Event description:
It was reported that a patient underwent a perineal tear repair surgery procedure on (B)(6) 2025 and suture was used, it was reported that during perineal tear repair surgery, the device was used to sew perineum. Post-op, on (B)(6) 2025, about one month after surgery, the patient came to hospital for examination due to wound discomfort, and it was found that the suture was not absorbed. Then the suture was removed. The patient is currently stable. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint #- (B)(4). H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigation summary: the product was returned to ethicon for evaluation. Twenty-seven representative unopened samples were received for analysis. Product code vcp345h. Following the sampling plan, a visual inspection was conducted on thirteen samples, the packets were examined for visual defects: appearance, color package, wrinkles in the seal area, continuous seals, seal margins, over-sealing, damage (torn, punctured) and none was observed. The packets were opened, and the swage and attachment area were noted as expected. During the visual inspection, the sutures were correctly placed on the winding former. The suture was dispensed without problems and examined along the strand to detect any issue related to the customer complaint and no defects were observed during evaluation. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following: as an absorbable device, absorption of vicryl plus antibacterial suture is essentially complete between 56 and 70 days. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional information was requested, and the following was obtained via: received information as following from sales rep via phone today. The procedure date should update to be (B)(6) 2025. After investigation, the patient (female, specific age unknown) underwent perineal laceration repair in (B)(6) on (B)(6) 2025. The operator used the suture (vcp345h) to perform the perineal suturing in the way of interrupted suturing during surgery. The operator fed back that the texture of the suture was hard when suturing, which was different from that of the suture of the same code previously used. The intraoperative suturing operation was smooth without any device failure. On (B)(6) 2025, the patient returned to the hospital for reexamination due to perineal incision pain and discomfort. The doctor found that the epidermis of the wound healed well, but purple suture remained in the subcutaneous tissue. The doctor considered that the suture tissue reaction was greater because the suture was not absorbed, so the wound was incised and the residual suture was removed, after which the wound healing condition of the patient was improved, and no subsequent adverse event report was received. - what was the appearance of the suture during the removal? - could you tell me if there was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose. - was there any medical or surgical intervention performed (product removed; re-operation; re-suturing; re-closure; drainage)? If so, please specify. - if re-suture/re-closure was performed: was reoperation necessary to remove the suture and re-close the wound? Was the suture trimmed in physician¿s office? Was the suture removed in a routine post-op procedure? Was the suture removed in a reoperation procedure? - what is the current status of the patient? Received information as following from sales rep via phone today, please refer to the additional event information mentioned on note (B)(6), other information requested is unknown.